Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unknown antibiotics intravenously and intraperitoneally (doses and frequencies were not reported). Three days after being admitted to the hospital, the patient was discharged. At the time of this report the patient was recovered from the peritonitis and dianeal therapy was ongoing. No additional information is available.